Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery was replaced to address a charging issue. During the evaluation a "service required" alarm was observed in the device's downloaded error log. The device's power management board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's ac power failed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.